Event description:
It was reported that while using the grasper during a laparoscopic sigmoid resection, the jaw broke off inside the patient. The piece was retrieved and accounted for by the surgeon and the or staff. The jaw piece was discarded. There was no patient injury.

Manufacturer narrative:
Jaw broken. Evaluation summary: visual inspection of the forceps with broken jaw showed no corrosion at the point of breakage. The forceps is approximately 6 years old. The insulation is in good condition. Our repair records show that this facility purchased a more than one of these forceps of this lot number 1u03 in 2004. We consider this an isolated occurrence since no other complaints of this type are in the system. Cause of event: normal wear and tear for this period of time in use.